Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last three months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had to be charged frequently. The patient underwent an ipg replacement procedure.